Event description:
It was reported that during a spinal fusion surgery, the tip of the pedicle probe (straight) broke off and remained in the patient. Surgery was delayed by 30 minutes due to the event and was completed successfully. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b1: expedium spine system thoracic pedicle probe, str. 10-50mm plus or minus 4.00 percent.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '279702030, xpdm thoracic pedicle prb, st had broken tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The investigation was not able to confirm the allegation of embedded device as no x-rays were provided to evaluate the condition. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the xpdm thoracic pedicle prb, st would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for xpdm thoracic pedicle prb, st, was conducted identifying that lot number nw227752 was released in one batches. ¿ batch1: lot qty of (B)(4) units were released on nov 23, 2020 with no discrepancies. Supplier : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to medtech orthopaedics. However, photos were provided for review. The photo investigation revealed that '279702030, xpdm thoracic pedicle prb, st had broken tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The investigation was not able to confirm the allegation of embedded device as no x-rays were provided to evaluate the condition. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the xpdm thoracic pedicle prb, st would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a review of the receiving inspection (ri) for xpdm thoracic pedicle prb, st, was conducted identifying that lot number nw227752 was released in one batches. Batch 1: lot qty of (B)(4) units were released on nov 23, 2020, with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the tip was broken off. Broken fragment was not returned for analysis. X-rays were not provided, therefore, fragment remained on patient's body can not be confirmed. No other issue was observed over the surface of the device. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the xpdm thoracic pedicle prb, st would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a review of the receiving inspection (ri) for xpdm thoracic pedicle prb, st, was conducted identifying that lot number nw227752 was released in one batches. Batch1: lot qty of (B)(4) units were released on nov 23, 2020 with no discrepancies. Supplier : depuy : norwood medical. Device history review ==> the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.